Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero pressure rated extension set was damagedthe following information was received by the initial reporter with the following verbatimit was reported by a customer that the spin collar is not secure and is dislocating from the tip of tubing set. Spin collar portion is moving up and down tubing and therefore is not accurately helping to lock the tubing in place.